Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the biometric identifier driver needed to be updated. A technical support specialist (tss) deployed the package 10000454953-00 es lumidigm bio ID 9.6.41540 update package v1.3.0 (build 13). The tss validated that the biometric identifier sensor was using the latest drivers, confirmed that the lumidvcsvc service was installed and running, and verified that senginecore.exe was active. The station was then rebooted into application mode, and the customer was notified via email, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had an issue where the biometric identifier driver needed to be updated. The issue occurred after the version 1.11 upgrade. The user required 3¿4 attempts before the biometric identifier was no longer ¿blacked out¿ and could read the fingerprint. The biometric identifier was slow and only flashed without reading the fingerprint. However, there were no delay to patient care and adverse events or injuries reported based on this incident.